Manufacturer narrative:
Mindray field service representative verified the proper operation of the benevision dms. System logs were collected for investigation. Under investigation.

Event description:
It was reported that on (B)(6) 2024, at 1:33 pm, a high-priority alarm sound was heard for 10-15 seconds from a telemetry tm80 in the tele monitoring room. However, no visible alarm notification was displayed in the benevision workstation display. No patient injury was reported.

Manufacturer narrative:
System logs and data associated with the occurrence were evaluated, and no malfunction was confirmed for any of the devices involved in the report. Logs show that on (B)(6) 2024, at 1:330 p.m., one tm80 unit generated an "ECG ll lead off" alarm that was displayed with a correspondent sound. In addition, the mindray clinical and service team visited the account to ensure the customer was well-trained in the benevision system. Correction f.10 health effect - clinical code (e): from 4582 to 4580.

Event description:
It was reported that on (B)(6) 2024, at 1:33 pm, a high-priority alarm sound was heard for 10-15 seconds from a telemetry tm80 in the tele monitoring room. However, no visible alarm notification was displayed in the benevision workstation display. No patient injury was reported.

Event description:
It was reported that on (B)(6) 2024, at 1:33 pm, a high-priority alarm sound was heard for 10-15 seconds from a telemetry tm80 in the tele monitoring room. However, no visible alarm notification was displayed in the benevision workstation display. No patient injury was reported.

Manufacturer narrative:
System logs and data associated with the occurrence were evaluated, and no malfunction was confirmed for any of the devices involved in the report. Logs show that on (B)(6) 2024, at 1:330 p.m., one tm80 unit generated an "ECG ll lead off" alarm that was displayed with a correspondent sound. In addition, the mindray clinical and service team visited the account to ensure the customer was well-trained in the benevision system.